Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss after performing a magnetic resonance imaging (MRI) scan without putting the ICD in the correct MRI programming setting. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported field event of backup operation was verified in the lab after receiving the device in one piece for analysis. However, the reset was determined to be caused by the device being exposed to magnetic resonance imaging (MRI) without being programmed for MRI use. After restoring the device, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were normal with no anomalies found.

Event description:
New information received notes that the implantable cardioverter defibrillator also went into backup operation post magnetic resonance imaging scan.